Event description:
It was reported that the lead was not sensing fine vf waves appropriately. The sense/pace portion of the lead was capped and replaced. Defib remains active.

Manufacturer narrative:
Na